Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scaling on a bd discardit¿ ii syringe was incorrect, causing volumetric inaccuracy. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation/ we have been provided with the affected sample and a picture of the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the absence of the 0,5 line as a defective marking issue with the scale. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2025 (november 24 - 26th, 2017). Syringes were assembled in machines nº4239, nº4238, and nº4214, in lot #7324980 (november 20 - 27th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7325878, #7296603, #7311692, and #7318863 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: root cause analysis: the process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. The reported issue should happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected, and the scale was not printed correctly. Confirmation: the returned affected sample presented defective marking of the scale. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.